Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 99% stenosed, distal right coronary artery (rca) with a lesion length of 20 mm and vessel diameter of 2.75 mm the 1.2 x 6 mm rx mini trek balloon dilatation catheter (bdc) was advanced but could not cross the lesion. Using a non-abbott support catheter and the 1.2 x 6 mm rx mini trek bdc the lesion was crossed and during the first inflation attempt at unspecified atmosphere the pressure did not increase and a rupture was noted. The rx mini trek was replaced and a 1.2 x 6 mm tenku bdc and a 2.0 x 15 mm tenku were used to further dilate the lesion and a non-abbott stent was implanted without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue (intec), xt-r, gaia; inflation: indeflator; guide cath: autobahn. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.